Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the lens tore. The lens was cut and removed and another iol was used to complete the procedure. The patient had postoperative corneal edema. In a follow up, the ophthalmologist reported that the lens was placed in the cartridge with a sufficient amount of ovd without any problem, but when injected into the patient's eye, the iol was noted to be broken next to the haptic. The surgery was longer, there was a lot of manipulation to remove the iol and the patient's recuperation will be slower since the patient experienced intense corneal edema.

Manufacturer narrative:
The product was returned for analysis and the reported iol damage was observed. Additional observations were as follows: approx. 3/4 of the iol returned in the lens case. A significant amount of solution is dried on the iol. Both haptics are broken/torn and not returned. The optic is torn/split-cut, resulting in approx. 1/4 of the optic being removed and is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens torn, corneal edema". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (haptics are broken/torn , optic is torn/split-cut and scratched/marked) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The damage is observed post implantation. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).